Event description:
In 2008, at 1300 hrs in hosp or, a resecting scope was used during a cystoscopy laser ablation of the prostate surgery. The instruments were sent to central svs to be cleaned and sterilized and it was noted that the ceramic tip of the scope was missing. The physician was notified, an x-ray was ordered, which revealed a radiopaque mobile object in the bladder consistent in size and nature with the missing ceramic piece. The pt was returned to the or and the foreign body was removed from the bladder.